Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: surgeon attempted to seat liner and could not get the liner to lock after repeated attempts. A new liner was opened and seated without incident. Evaluation of the returned device confirms an out of tolerance condition. The device failed to meet specifications and functional checks. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. As400 indicates 22 pcs of the (B)(4) lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. The incident is considered isolated. Monitor through trending via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon attempted to seat liner and could not get the liner to lock after repeated attempts.